Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged. It could not be conclusively determined when the damage in the soft cannula occurred or if it contributed to the reported bleeding. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 282 mg/dl while wearing the pod between 4 and 24 hours. Customer called in because her pod was bleeding and she wasn't sure what to do.